Manufacturer narrative:
Ge healthcare technical service performed a checkout of the system remotely and confirmed the reported issue. The enhanced sensor interface board (esib) was ordered for replacement to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation. There was no patient involvement.